Event description:
It was reported to gore that four months after the endoscopic placement of a gore viabl biliary endoprosthesis for the treatment of a benign biliary stricture, a patient underwent an endoscopic procedure requiring the removal of the device due to acute pancreatitis.

Manufacturer narrative:
Follow up communication with the physician revealed the acute pancreatitis was likely due to the compression of the pancreatic duct with consecutive dilatation. Based on investigation, a root cause for the reported pancreatitis cannot be determined but there is no indication that a device defect or malfunction was involved. There are many complex clinical variables, such as patient condition/medical history, which may have been related to the reported pancreatitis. The potential for such an event is addressed in the hazards and adverse events section of the instructions for us with the following statement, "complications may also include those often associated with any endoscopic or transhepatic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death." All available information has been placed on file for use in tracking, trending and follow-up.